Manufacturer narrative:
The pump was returned, and analysis found reservoir access issues due to residue in the fluid path before internal decontamination h6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding troubleshooting performed, the healthcare provider attempted unlocking the reservoir. The patient was awaiting scheduling for a pump replacement. Therefore the issue was currently unresolved. The cause of the inability to refill the pump and the pressure encountered was unknown at the time of the report, (B)(6) 2020. It was indicated the patient's weight was unknown. It was reported the information provided had been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for no n-malignant pain. The pump was currently administering the following medications: clonidine (concentration 50 mcg/ml, dose rate: 20 mcg/day), droperidol (concentration: 100 mg/ml, dose rate: 40 mg/day), hydromorphone (concentration: 15 mg/ml, dose rate: 7.8 to 6 mg/day), and morphine (concentration: 25 mg/ml, dose rate: 13 to 10 mg/day). It was reported that the patient¿s pump was not able to be refilled yesterday because of pressure encountered when trying to refill it. The company representative did not have any other details at the time of the report and had not seen the patient yet, but would be seeing them today. The company representative was to confer with the patient and physician as the physician wanted to just replace the pump versus additional troubleshooting prior to replacing the pump. No patient symptom was reported. No further patient complications have been reported as a result of this event.